Manufacturer narrative:
(B)(4). No sample was available for evaluation. The manufacturer, baxter mountain home, completed the investigation. They stated that all units are 100% pressure tested prior to sterilization. They are also 100% visually inspected prior to sterilization. No root cause can be identified. The product is in the end of life proceedings and is no longer manufactured. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of the exception management system was completed for this batch with no exceptions noted. Batch review results are acceptable, no further evaluation required. This is the first complaint of this nature received for this product lot and as such the complaint will be closed. This product has gone through end of life proceedings. It will be kept on file for trending purposes.

Event description:
Customer called to report a tear in his cryocyte freezing bag. Product was frozen in the bag and when it was taken out to thaw for a case it began leaking and tear was found. Per customer this incident happed a couple of weeks ago and surgery was successful as another frozen cryocyte bag with product was thawed and used instead.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during thawing. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. It should be noted that this product is end of life. Upon completion of the investigation a follow-up report will be submitted.